Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced a gastrointesntial (gi) bleed. The patient has a history of admissions for gi bleeding. Further details regarding the hospitalization, testing, and treatment were not provided. The pump remained in the patient and was not returned to the manufacturer for analysis. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported from the united states on (B)(6) 2014 that a patient was admitted with a gastrointestinal (gi) bleed in the setting of an international normalized ratio (inr) result of 4.2. It was reported by a member of the ventricular assist device (vad) team that the patient has a history of admissions for gi bleeding. Further details regarding the hospitalization, testing, and treatment were not provided. The pump remained in the patient and was not returned to the manufacturer for analysis.